Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought the advanced softpicks thinking they were the original softpicks. He noticed they break easily when trying to get them in between teeth.